Event description:
A hospital rep reported issues with the iop control and illuminator during surgery. They reported that there was harm to the pt, but details were not provided and the pt's current status was not reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).